Manufacturer narrative:
D4: UDI: correction manufacturer¿s investigation conclusion: incidental findings: wire fatigue, fluid ingress. The reported event of atypical low voltage alarms was confirmed via the submitted log file. A review of the submitted log file spanned approximately 22 days (B)(6)2024 per time stamp). On (B)(6) 2024 from 11:59:35 ¿ 18:03:20 while connected to batteries, rsoc voltages on the white power cable fluctuated outside the expected range resulting in low voltage alarms. These alarms were active from 17:25:31 ¿ 18:03:20 after batteries had been in use for 7 hours which is lower than the expected 10-12 hours. On (B)(6) 2024 at 03:55:55, (B)(6)2024 at 08:02:50, (B)(6)2024 at 07:55:42, (B)(6)2024 at 23:07:00, and (B)(6)2024 at 00:03:23 while connected to the mobile power unit (mpu), variable rsoc voltages observed on the white power cable. Voltage was observed to be 10.1 ¿ 11.9v which is lower than the expected 12.5v. The low voltage alarm cleared shortly after swapping to charged batteries and did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned heartmate ii system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Additional information provided stated that the alarms resolved after the controller was exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use, rev. C section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage advisory alarms. Heartmate ii patient handbook, rev. C section 3- ¿powering the system¿ states that ¿two new heartmate 14volt lithium-ion batteries provide ten to twelve hours of support.¿ heartmate ii instructions for use, rev. C section 8- ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C section 6- ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with complaints of low voltage advisory alarms, which occurred while their batteries were only in use for 7-10 hours. They reported that the batteries were at 3 green bars when the alarm occurred. The patient was given 8 new batteries earlier this year. Batteries were assessed and none required the need for calibration. The system controller was exchanged and the patient tolerated it without issues. Log files were submitted for review. The log file displayed multiple strings of low power advisories while tethered on batteries at the controller black power lead; including low relative state of charge (rsoc) while tethered on mobile power unit at the controller black power lead. There were no other unusual events seen within the log file.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) have not yet been determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The low voltage alarms had fully resolved post controller exchange.